Event description:
Additional information received reported the cause of the motor stall was not determined. There was no magnetic resonance imaging (MRI) nor electromagnetic interference (emi). The patient did not received oral medication. There was only one motor stall that appeared and it did not recover. The patient was receiving effective therapy and was doing well after the pump replacement.

Event description:
It was reported the patient has increased spasticity in both arms and legs and less than (B)(6) therapy relief. The pump logs were checked and a critical alarm for a motor stall occurred. The motor stall never recovered. The pump was replaced. The patient was listed as "alive - no injury". The pump was used to deliver lioresal. The outcome of the event was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) two gear train anomalies; the stall was due to shaft-bearing and corrosion and/or wear and/or lubrication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.